Manufacturer narrative:
The device has been received and is pending an investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 1 and 4 hours. The patient reports they had been vomiting. The patient reports their controller screen turned black and was no longer working. Once at the hospital the patient was given a glucose tolerance test and was treated with intravenous fluids as well as manual injections of insulin. The patients pod was removed the following day. The patient was released from the hospital after 24 hours. The patient reports they are using manual insulin injections while waiting for their replacement controller.

Manufacturer narrative:
The returned device was evaluated and the complaint stated that on (B)(6) 2023 (date of occurrence) the pdm screen turned blank. The phb audit logs showed jump in time stamps from 0:22 on (B)(6) 2023 to 1:13 on (B)(6) 2023 & from 1:13 on (B)(6) 2023 to 1:49 on (B)(6) 2023, indicating that the controller was shut off during these time periods. The audit logs showed communication errors between pod and controller from 0:22 to 1:13. The exact cause of the communication errors could not be determined. The user deactivated a pod at 1:13. Later, a new pod was activated at 1:49 and deactivated at 1:52. At 1:53, a new pod was activated. At 1:56 the controller was shut off as a jump in timestamp was observed from 1:56 on (B)(6) 2023 to 20:49 on (B)(6) 2023. It was observed that the controller was charged to a 100 % on (B)(6) 2023 at 6:43 and the charge dropped to 0 % on (B)(6) 2023 at 9:20. This indicates that the battery was not holding charge as expected. During the investigation, the device turned on with no issues. Also, during the adb testing and insulin delivery testing, the device functioned as intended. Investigation of the device found no issues that would result in the pdm screen turning blank.